Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the panel of sorin centrifugal pump 5 (cp5) displayed dashed lines during priming, indicating no fluid present, even though there was fluid present. The unit was restarted to correct the issue. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the panel of sorin centrifugal pump 5 (cp5) displayed dashed lines during priming, indicating no fluid present, even though there was fluid present. The unit was restarted to correct the issue. There was no patient involvement.